Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.00 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 207 the lens was removed and exchanged for shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn and bent. Claim# (B)(4).